Event description:
In 2006 the pt underwent a repeat c-section with permanent sterilization. Pt had significant adhesions on anterior surface on the uterus and the lower uterine segment/bladder area. Surgiwrap was placed over this surface. In 2008, laparoscopy was performed and multiple granuloma-like nodules were found throughout the pelvic peritoneal surfaces and uterine wall surface.

Manufacturer narrative:
Since there is no product available for evaluation the investigation of this complaint is limited and the company is unable to draw a conclusion. There is no evidence to link the surgical intervention with the product due to the limited information provided by the physician. This report was originally submitted on april 18 as report number 3004661493-2008-0003 in error. The correct number for this report is 3004661493-2008-0004.